Manufacturer narrative:
The unit was received at the manufacturing facility for evaluation. The customer reported that while powering the unit up, primary alarm failed occurred. After translation on the photo of unit screen provided for investigation with alarm message, and the review of the unit's diagnostic event log, it was concluded that the alleged alarm was actually a proximal pressure sensor autozero failed error. The proximal pressure sensor autozero failed was confirmed. Visual inspection did not identify any signs of damage or contamination to the exterior of the unit. Unit was turned on and vent booted up and delivered breaths. The screen displayed ¿proximal pressure sensor range error¿ and the vent high priority alarm was active as the unit delivered breaths. The top cover was removed and a visual inspection of the interior was performed. The interior visual inspection did not reveal any signs of damage or contamination. All wiring, cables, and tubing were routed correctly, secure, with no damage or contamination. The data acquisition (da) board was evaluated. Using a test oscilloscope a failure was traced to u6 (microstructure pressure sensor) on the da board. U6 was removed and replaced on the da board. An attempt was made to reboot into normal ventilation mode. Pressure accuracy test was performed, and unit passed. Unit underwent a series of testing and no errors were generated. The root cause for the unit proximal pressure sensor autozero failed malfunction was due to failure of microstructure pressure sensor on the da board.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that during initial set up/installation, the v60 vent was powered on, and the unit alarmed primary alarm failed, and patient connection is disconnected. There was no patient involvement.